Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) reported that there was a problem with the wire. The patient requested for a representative to interrogate the device. An attempt to solicit additional information was unsuccessful. The ICD remains in service. No adverse patient effects were reported.